Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 inappropriate shocks within different episodes due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the right ventricle intrinsic amplitude exhibited out-of-range measurements. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.